Event description:
It was reported that a dissection occurred. The target lesion was located in the mid left anterior descending (lad) artery. After a 2.50 x 38 mm promus elite was deployed in the left circumflex artery, a 2.75 x 38 mm promus elite was deployed in the mid lad artery. Following deployment and post dilation, a flow-limiting proximal stent edge dissection was observed. A 3.00 x 20 mm promus elite was deployed proximally, overlapping the 2.75 x 38 mm promus elite and covering the dissection. The procedure was successfully completed. The patient remained stable and fully recovered post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.